Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as a touch contamination. The patient was hospitalized and treated with unspecified antibiotics (route, dose, frequency, and duration not reported) for the peritonitis event. At the time of this report, the patient was recovered from the peritonitis event. Dianeal therapies were suspended and the patient was placed on hemodialysis therapy. At the time of this report, peritoneal dialysis therapy had been resumed and was ongoing. The patient was retrained on aseptic technique. No additional information is available. .

Manufacturer narrative:
(B)(4). The exact date of the event was not provided; it was reported to have occurred in (B)(6) 2014. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.